Event description:
(B)(4). Wish I would have did more research. When I questioned my doctor he said essure was safe and the best way to go . Told me that I should not believe what I read on internet. Wish I would have not allowed these foreign parts in my body .